Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. It was reported that the device was not detected and outside of magnetic volume. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. It was also reported that the distal tip of the sensor was damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, at the beginning, the sensor in the catheter was not being detected within the electromagnetic field, and error messages were displayed when the locatable guide was removed, indicating it was outside the sensing volume. It was noted that the distal tip of the sensor was somehow damaged. The kit was replaced. There was no patient injury.